Event description:
Reporter calling to report problems with her implanted abbott device. Reporter states that her device will not go into "MRI mode". Reporter states that an abbott representative assisted her and even they were unable to get the device to go into MRI mode. Reporter states that she needs to have an MRI of her brain but she cannot get one due to this malfunction with her device. Reporter states problems with the device began "about two years ago" and states the device will shock her at random times and "makes my legs jump." Reporter states that due to this, she loses her balance "a lot" and states that her husband has helped prevent her from falling down numerous times. Reporter states she wants abbott to "find a resolution" for the programming problems with her device because she needs to have an MRI. Reference report: mw5149661.